Event description:
Reporter alleged during a regular doctor appointment, her meter read hi and 386 mg/dl while the doctor measured in the 200s mg/dl when performed at the same time. It was reported no treatment was received however customer was placed on a new medication. A request was made for the return of the suspect device and replacement product was sent.